Event description:
The event involved an abbocath 20g 1/4 art./ven. Cannula with unknown list number and unknown lot number. The reporter stated "patient had an intra-arterial blood pressure measurement with a disposable cannula. This had a leak at the root of the cannula, which caused blood to leak at the puncture site. In addition, the leak resulted in an incorrect blood pressure measurement with incorrectly low values.¿ the incident occurred at the incident is in imc station. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
No 0g7179702 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was not conducted as no lot number information was provided.